Event description:
The user facility reported that the oxygen catheter was not working properly. The nurse reported that insertion of the catheter went smoothly without issue, however, even with a pio2 challenge, the pbo2 did not move beyond 10mm. The patient was brought to CT where the physician decided to replace the device. The second catheter functioned as intended. Upon removal, the initial catheter was reported to have a kink halfway down the device. The nurse confirmed the insertion of the initial catheter was smooth and does not believe the malfunction occurred during insertion. No patient injury has been reported.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported information.